Event description:
Boston scientific received information that a red alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) as it displayed high out of range (oor) shock lead impedance (sli) measurements. The patient had worsening heart failure and was on medications. The physician planned to continue monitor the patient. Boston scientific technical services (ts) suggested performing isometrics, arm movements and commanded shocks. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information received and indicated that recurrent alerts were detected for this crt-d as it displayed high out of range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.